Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with no vibration and a flashing charger indicator after the user had been at a pool, and replacement was determined necessary; the device was subsequently deemed no longer water resistant and a return was arranged. Symptoms included no alerts or alarms. Outcomes included replacement of the device and user counseling to maintain backup therapy and to sync data prior to return. Investigation included remote troubleshooting, verification of shipping information, and assessment that the pump was unresponsive and not functional. Investigation of this case revealed a device malfunction consistent with loss of responsiveness and possible liquid ingress, with the pump hardware and charging interface implicated. It was concluded, based on previously established findings for similar reports, that exposure to liquid and resultant hardware failure was the likely cause.